Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to infection in rectovaginal septum. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent transvaginal drainage of abdominal abscess and placement of drain on (B)(6) 2008 due to infected mesh in rectovaginal septum. (B)(4).